Event description:
It was reported that this right atrial lead exhibited failure to capture. Additionally, a presyncope episode was experienced by the patient. Further evaluation of the patient was discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.